Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/09/2024 it was reported by an arthrex employee via sems-06730461 that an abs-10060r angel centrifuge displayed an insufficient fill alarm. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. -one unpackaged abs-10060r serial number (B)(6). Was returned for investigation. -functional testing results: 60ml of bovine blood with acd-a was processed on the device with standard settings at seven percent hematocrit. -the device reported outputs of 35 ml platelet-poor plasma (ppp), 22 ml rbc, and 4 ml prp. The prp volume within the syringe was recorded as 3 ml. Aliquots of the wb and prp were analyzed for cbcs with the heska hematology analyzer (table 1). Please note that the prp had expected cellular foldx concentrations. -the complaint describes that the system in question, sn (B)(6), produced an insufficient fill alarm. This error could not be replicated. -visual evaluation noted no issues with the device. Manufacturing date: 21-apr-2017. -no problem found. The complaint allegation is not confirmed.